Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer occurring approximately 1 hour into treatment. Blood leak was noted by the cobe c3+ hemodialysis machine's blood leak alarm and confirmed with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250 cc to 300 cc. The pt was administered 2 gm IV, vancomycin, 200 gm IV, tobramycin and 50 mg benadryl, IV prophylactically. Treatment was resumed with new disposables and completed without incident. No pt injury was reported to be associated with this incident.